Event description:
Technician alleged that the brakes are not working the head brake casters roll when the brake pedal is engaged. No pt impact.

Manufacturer narrative:
The tech replaced the head brake casters to resolve the issue.